Event description:
The pt was first implanted with an left ventricular assist device on 2/3/1998. The pt developed endocarditis and reimplanted on 6/18/98 with a second left ventricular assist device. Pus was found in the left ventricular device pocket during explantation of the first left ventricular assist device. The pt never woke up from the second implant surgery and died on 7/23/98. The physician believes this event is attributable to the first left ventricular assist device. The pt developed an ulcer that subsequently started to bleed and the pt had a massive colon rectal hemorrhage which resulted in his death on 7/23/98.